Event description:
It was reported that the pump delivered random false alarms without any clear reason. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.